Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported a fresenius 2008k hemodialysis machine with visible burn damage on the actuator test board. The burned board was noticed during machine repair for a no power issue. It was confirmed that a patient was not connected to the machine when the issue occurred. After being powered on, the machine made a popping sound and gave off a burning smell before powering off. It was confirmed the machine has approximately 18,705 hours of use, and the actuator test board was the original part on the machine. The biomed confirmed there was no other damage to other components related to the event. The biomed reportedly replaced the actuator test board and calibrated the high/low voltage to resolve the issue and return the machine to service. The biomed confirmed that there were no sample parts available for return. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.